Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 696932-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain (right, lower and abdominal. Radiating pain: right side of the back. Lower back), nausea, pelvic congestion, endometrial ablation, endometriosis, menorrhagia, vesicovaginal fistula, fistula repair, ovarian cyst, incontinence, seizures, dysmenorrhea and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy:). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- 01-mar-2011 as per pif discrepancy notes as per pif product is in place . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test (unspecified) bilateral occlusion; on (B)(6) 2011: ordinary post procedure appearance. (Per mr). Lot # 696932-not valid. Concerning the injuries reported in this case, the following one was reported via mr pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: mr received. New reporter, medical history added.event medical device removal was updated to pelvic pain. New event added: menorrhagia, dysmenorrhea and endometriosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('injury/medical device removal') in a (B)(6) female patient who had essure (batch no. 696932-not valid) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 as per pif diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test (unspecified) bilateral occlusion; on (B)(6) 2011: ordinary post procedure appearance. (Per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: event term updated to medical device removal. Removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('injury/ medical device removal') in a 31-year-old female patient who had essure (batch no. 696932-not valid) inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011 as per pif discrepancy notes as per pif product is in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test (unspecified) bilateral occlusion; on (B)(6) 2011: ordinary post procedure appearance. (Per mr). Lot # 696932-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. On 27-mar-2020: pif received: rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 31-year-old female patient who had essure (batch no. 696932-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: abdominal pain (right, lower and abdominal. Radiating pain, right side of the back, lower back), nausea, pelvic congestion, endometrial ablation, endometriosis, menorrhagia, vesicovaginal fistula, urogenital fistula repair, ovarian cyst, incontinence, seizures, dysmenorrhea and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2011 as per pif. Discrepancy notes, as per pif product is in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, essure confirmation test (unspecified) bilateral occlusion.; on (B)(6) 2011, ordinary post procedure appearance (per mr). Lot#: 696932-not valid. Concerning the injuries reported in this case, the following one was reported, via mr: pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea. Endometriosis. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient middle name added. We received a not valid lot number in this case. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 696932-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain (right, lower and abdominal. Radiating pain: right side of the back. Lower back), nausea, pelvic congestion, endometrial ablation, endometriosis, menorrhagia, vesicovaginal fistula, urogenital fistula repair, ovarian cyst, incontinence, seizures, dysmenorrhea and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011 as per pif discrepancy notes as per pif product is in place diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test (unspecified) bilateral occlusion; on (B)(6) 2011: ordinary post procedure appearance. (Per mr). Lot # 696932-not valid. Concerning the injuries reported in this case, the following one was reported via mr pelvic pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, menorrhagia, dysmenorrhea. Endometriosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.